Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, it was noted that the pegs were damaged. No other problems were noted with the device. The lengths of all pegs were measured and found to meet drawing specifications. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Event description:
On 6/20/2022, it was reported by a sales representative via email that an ar-9106-02 univers vaultlock glenoid did not fully seat. The humeral head component was removed with the extraction tool. The cage screw and trunion were also unscrewed and removed. The 3 inferior 4mm glenoid holes were re-drilled, both glenoid broaches were used, a trial component was placed and removed and a new vaultlock glenoid inserted. Autologous bone from the humeral head was placed in the area where the cage screw was removed and compacted. The trunion and cage screw were inserted with excellent purchase and the shoulder was reduced without complications. This was discovered during an eclipse total shoulder arthroplasty on (B)(6) 2022. Additional information requested.